Manufacturer narrative:
(B)(4). Approximate age of device ¿ 73 days. The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. Three transient low flow alarms were captured on (B)(6) 2017 and (B)(6) 2017 , and a series of low flow alarm events were captured on (B)(6) 2017. There were no other unusual events noted in the event history and the pump appears to be working as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to emergency room with complaints of bright red blood per rectum associated with fatigue and lower lvad flows. Additional information was requested, but was not provided.

Event description:
It was reported that the source of the bright red blood per rectum was not confirmed. Patient is on vancomycin. Patient had an original stop date for vancomycin for (B)(6) 2017. However due to interruption of her therapy with flagyl and then resumption of vancomycin, the ID team extended the course for a total of 10 days beyond. After that, ID team sent another sample of stool for c. Difficile toxin assay testing. According to ID: ¿overall the frequency of stooling has improved though the consistency is not back to normal yet. (B)(6) 2017: stool specimen on (B)(6) was negative, no further diarrhea. The source of blood was not identified, as it resolved and h/h stabilized without intervention. The plan on discharge from that hospitalization was to have outpatient colonoscopy at least 2 weeks post-discharge but the patient has still not scheduled the procedure as of today.